Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician noted that the snare was slightly stiffer when engaging the tissue. The snare extended and retracted more slowly than anticipated. In addition, the snare was not cutting through the tissue efficiently. The procedure was completed with another captivator cold single-use snare. There were no patient complications as a result of this event.